Event description:
The son of a (B)(6) male pt contacted zoll customer support to report several constant "adjust belt or check electrode belt" alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages) was confirmed. Upon receipt the electrode belt failed the fall-off and therapy electrode (te) recognition tests. The cause for the test failures was defective u723 (distribution node pca falloff mux) component in the electrode belt distribution node. Pins 10, 11, and 12 of u723 were out of tolerance. The root cause for the defective component cannot be positively determined. No adverse event occurred due to the defective electrode belt. The pt received a replacement electrode belt.